Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the forearm shunt. A 2cm peripheral cutting balloon was used to dilate the target lesion. However, during the first inflation at 8 atmospheres , the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.